Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 300 series g310, they allege that they have low water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
Within warranty? No. Within useful life? No. Notes: 10/06/25 repair tech: (B)(6). W4e water sol, iso valve clogged debris buildup in the water solenoid, hardened and deteriorated water supply hose, debris buildup in the water filter. Blockage in the handpiece cable causing restricted water flow. Replaced damaged/worn components and recalibrated unit to factory specs. Qa: (B)(6). DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.